Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The small grasping retractor was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from clevis. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci assisted rectopexy procedure, the small grasping retractor had a broken cable. The procedure was completed and there was no patient injury.

Manufacturer narrative:
A review of complaints from this site was performed and no complaints related to this event or product were identified. A review of the system logs showed that the small grasping retractor instrument had 5 lives remaining. No image or video was provided for review.

Event description:
Refer to h10/h11 for additional information.